Event description:
A female patient underwent a trans pars plana vitrectomy, membrane peeling, epiretinal membrane with macular pucker and macular edema of left eye. After the eye was prepped and draped, the operating microscope was maneuvered into position with use of a 23 gauge alcon trocar system. Three sclerotomies were prepared in the usual fashion. Each 4.0 mm posterior to the limbus with inferotemporal sclerotomy used for placement of the balanced salt solution infusion cannula. Supratemporal and supranasal sclerotomies were used for placement of the vitrectomy probe and fiberoptic light. Formed vitreous gel was removed. Physician used three different vitrectomy probes with the alcon accurus. The first probe didn't cut at all. He changed out the probe and was able to use the second initially, then it quit working. A third probe was opened, and he was able to complete the procedure, but he still said it wasn't working properly. The remainder of the vitreous gel was removed from the central core. An epiretinal membrane was removed with the internal limiting membrane forceps. In addition, the internal limiting membrane was also removed from the posterior pole. The retina was inspected with no evidence of retinal break, detachment, or bleeding.the instrument was removed and sclerotomies were self-sealing except for the supranasal sclerotomy, which was closed with a single 8-0 vicryl interrupted suture. The patient tolerated procedure well and left operating room in satisfactory condition.====================== manufacturer response for cataract and vitrectomy surgery, accurus surgical system (per site reporter).====================== sent back to company. The disposables that hooks into the machine were defective.